Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, a gastric tube was created at the fourth and fifth firing from the oral side and the staple line was sutured however, a drain¿s drainage suspected of leakage continued for several days. When checked with a gastroscopy, the staple line of the third or fourth firing was found to be released about 5cm. An emergency surgery was performed. The patient was treated properly and is currently in intensive care unit.